Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated they were having problem with the stimulator causing a lot shocks in legs and causing pain down her legs. Patient stated her hcp said to shut off the ins for 24 hours. Patient stated she did turn off and pain and shocking went away and when turned back on the shocking and pain came back to left side on lower back. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) who indicated that the patient was called regarding the shooting pain down her left buttock and was instructed to turn of sns device for 24 hours and will be calling patient back tomorrow for update. The patient returned doctor's phone call stated that she turned off device off for 24 hours and the pain stopped while device was off. The patient had one accident while device was off. The pain returned 4-5 hours after turning device back on and continued since that time and stated it felt like a shock. Hcp spoke with the representative and she will be calling the patient to see if another program might be beneficial and if not hcp will plan for the patient to come back to the clinic later this week for discussion on re-implanting a new device.